Event description:
Meter name: fast take. Strip name: fast take strips. Meter code: unk strip code: unk. Strip storage: unk. Symptoms: broke out in a terrible sweat. A pt reportedly experienced physical harm. Their meter allegedly was inaccurately erratic. The result on their meter was anything below 70's. No comparison. The time difference between pt's meter and no comparison treatment was food. No further info has been reported.